Event description:
It was reported that during preventive maintenance at the healthcare facility the protective ir cover of the tibial/pelvic tracker was found to be missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Manufacturer narrative:
The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that during preventive maintenance at the healthcare facility the protective ir cover of the tibial/pelvic tracker was found to be missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.